Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using an coolsmooth pro applicator to the mid abdomen area and was diagnosed with paradoxical adipose hyperplasia.

Manufacturer narrative:
Changed data: b2 b5 d1 h6. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/22/2023. This record is no longer reportable to the FDA and has been un-reported.

Event description:
Initial emdr submission noted paradoxical hyperplasia. Upon further review of information, a panel of allergan medical physicians have determined that this case is not consistent with ph. Event will be un-reported.